Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient who had sudden cleft closure five months following a micro-stent implant procedure. The patient lost vision. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of sudden cleft closure and lost vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. A possible root cause is that a decrease in bcva subsequent to device implantation is an established risk associated with use of the system that is clearly specified in product labeling. (B)(4).